Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient expired within 30 days of implant. It is unknown whether the device caused or contributed to the death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.